Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, he has noticed the lenses are turning around. In a follow up with the surgeon, he reported that the lenses are rotating in the capsular bag following implantation. There were three pts involved in this event, the lenses remain implanted and there is no reported harm to the pts. The surgeon also reported a delay in the surgical procedures of an unk duration. Additional info was received from the surgeon who indicated that the delivery system was the cause of the event. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).